Event description:
It was reported that the patient faced six infusion sets was not released from the insertion device events on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.